Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h3 section and to provide the completed investigation results. One 8fr ik sheath was returned for product evaluation. No other accessories were returned for evaluation. Visual inspection revealed that the sheath was returned fractured into two separate pieces. The fractured portioned was microscopically examined and on the portion of the sheath that was still attached to the hub, a clean diagonal break was noted throughout the length of the cut except until the very end where the plastic portion had undergone elastic elongation likely under excessive pulling force. The tip of the sheath was blocked due to dried blood-like substance and there was a noticeable kink on the broken piece of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that an external blade encountered the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). Device fragment broke off in the patient, however the fragment was removed. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath broke inside the patient and a piece needed to be removed. Additional information was received on january 4, 2019. During an atrial fibrillation ablation (electrophysiology) procedure, when the sheath was being pulled out, the sheath was torn off but there was no resistance felt. However, there was resistance felt when pushing the catheter into the sheath. A scalpel was used near the sheath to dilate the puncture site. The tip that broke off was successfully removed from the patient. The blood loss was less than 250cc. The patient was reported to be doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.